Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a monitor transmission revealed there were appropriate shocks. Additionally, the lead integrity alert triggered due to short v-v count and non-sustained tachycardia episodes. The episodes appeared to be appropriately detected and sensed; however, the short v-v count was noted to be due to ventricular fibrillation. The lead impedance and trends were found to be within normal range. It was noted the alert tone will continue to sound daily until it is cleared with a programmer. The lead remains in use. No patient complications have been reported as a result of this event.